Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the right foot and left calf post procedure. It was also reported that the patient was also having discomfort. The physician confirmed that it was beyond normal postoperative pain and it was unknown if it was device or procedure related. The patient was given pain medications and admitted to the emergency room (ER).